Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 26 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
On 26 june 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor showed no issues with sensor chemical performance. A review of the in-vivo data revealed atypical temperature sensitivity, which likely contributed to the observed inaccuracies and noise in glucose. This failure mode could not be reproduced during the returned product analysis testing, as the conditions present in the body may not always be replicated in the lab. The user was offered a sensor replacement as a resolution. B4. Date of this report 23 sept 2025. G3. Date received by the manufacturer? 23 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.